Manufacturer narrative:
The following item was returned by the customer for complaint investigation: one used list# kl-bs001u3, chemosafelock bag spike; lot# unknown. A comparison of photos shared by the customer, where a CT inspection from the inside of "returned sample" and "good sample" was observed, a kind of obstruction inside the fluid path and a flow restriction was observed. As received, there no physical damage or anomalies were observed on the returned used sample. Only a saline solution residual was observed. No mating devices was returned for evaluation. The returned sample was tested and a flow restriction was observed, the sample was cut and errant solvent was confirmed. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during the assembly process of manufacturing. The possible lot histories were reviewed, no nonconformities were identified that may have contributed to the reported complaint. The customer identified a possible lot numbers (plots) of: 13931449 (expiry date 03/01/2027, MFR date 03/01/2024) and 13913487 (expiry date 02/01/2027, MFR date 02/01/2024.

Event description:
The complaint/event involved a chemosafelock bag spike that reportedly had an occlusion. The suspected lot number is either 13931449 or 13913487. After a chemotherapy drug infusion, the user attempted to flush the line with saline. However, the solution did not flow. The reporting facility noted that, as received, they connected their in-house kl- msu3 device to the sample to check liquid flow. As a result, the sample did not flow solution. Next, the sample was connected to their in-house saline bag and kl-msu3 to check the liquid flow. The result recorded very a slow drip (approximate drop rate: one drop/15seconds). Computed tomography (CT) inspection was performed. No occlusion was confirmed at the opening portion. However, a membrane was observed at the top surface of the male taper, which was partially torn. The event was not detected prior to direct patient use, during infusion. The type of procedure is preparation. Kl-at3h01y was the involved mating device. Saline was the medication involved. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention was required. The device was changed out/replaced with no further problems encountered. There was no reported impact of event on the patient nor the medical institution worker.